Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview 7 xs stopped cauterizing. The device worked for a series of branches, but stopped cauterizing in the middle of a branch. A vasoview hemopro device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage and evidence of blood. Add'l eval is required. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).